Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing. The capture threshold was high which had risen from 1 volt to 3.5 volts. The lead was extracted and replaced successfully. The patient was discharged from the hospital. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".